Manufacturer narrative:
E1: name: medtronic minimed. Street: 18000 devonshire street. City: northridge. State: ca. Zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced infusion set cannula bent event on 05 may 2026. The infusion set was in use for one day. The insertion site was lower back. The patient experienced hyperglycemia and was treated with insulin pump.